Event description:
It was reported that when the 2.75 x 8 mm xience pro stent delivery system (sds) was un-packaged, the sheath was difficult to remove from the sds. During an attempt to advance the sds, it could not be inserted into the y-connector and the shaft became kinked; therefore, the device was no longer used. A new sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed however return analysis noted damage to the stent which is likely the damages noted by the account. The difficulties removing the protective sheath and difficulties inserting the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The PMA# is based on the predicate device (xience v) and is therefore similar to a device sold in the us.